Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the distal tip of the device had broken off. Due to the fractured state of the device, functional testing and accurate measurement analysis could not be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a facility representative via email that an ar-4019d-1 screw driver tip is broken. This occurred during a case, when the 6x20 screw would not fit over it. The surgeon completed the case going up to a bigger size screw. There was no patient effect reported. Additional information provided on 10/01/2021: procedure being done was an mpfl. No attachment was used